Event description:
The reporter stated the surgeon implanted a micl 13.2 mm implantable collamer lens in the pt's left eye. The lens was removed due to high vaulting and high iop, the same incision was used to remove the lens and one suture was used to close the wound. The lens was exchanged for a same model, same power, but small diameter lens. Pt is doing well. The lens was discarded. Reporter stated the dr felt the cause of this event was the diameter of the lens.

Manufacturer narrative:
Secondary surgery, incision sutured. Method: lens work order search medical review. Results: a lens work order search was performed and one similar complaint was found within the same work order. Medical review - review of this file indicates that the icl exhibited a high vault in this pt which led to increased iop. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (ie pupillary block, malignant glaucoma, increased iop etc). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the pt's vision. Conclusions - (no device failure): based on the complaint history, work order search and medical review, it was determined that the most likely root cause for the event was inaccurate white to white measurements as the result of difficulty in clinical sizing. (B)(4).